Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with multiple non-sustained rv oversensing episodes. The t-wave oversensing was confirmed and programming changes were made to prevent it in the future. The patient condition is stable.